Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the half height (hh) cubie pockets kept failing and were missing in the medication application configuration. The fse replaced the hh cubie drawer controller board, reseated the row board cable connections, and reseated all cubie trays and pockets. Testing was performed, and all pockets and the drawer were successfully recovered. Preventive maintenance was also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and cubie cannot be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.